Manufacturer narrative:
The pad device was installed on (B)(6) 2011. Between the (B)(6) 2011 the device switched itself on three times. Between the (B)(6) 2011 the device switched itself on 30 times suggesting the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device was depleting pad-paks before their expiry and was emitting a memory full warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.